Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the lever would not return to its original position and the foot plate could not be retracted. When the device was removed, as it was caught in the sub tissue. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide after a procedure using a 6fr sheath. Reportedly, the proglide device could not be removed after several attempts. A cut down was performed to remove the device. The purple part of the body of the device was broken off. A fluoroscopy was done and no visible parts were in the patient. No additional information provided at this time.